Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's spouse reported the patient "was using a router over the weekend and now his heart rate has been in the 40's". Electromagnetic interference was discussed, and patient referred to the clinic. The device remains in use. No patient complications were reported as a result of this event.